Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one clearlink system non-dehp continu-flo solution set would not flow. During patient infusion, an unspecified medication would not flow through the chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test including pressure test and clear passage were performed. No flow was confirmed and it was observed the fluid remained in the chamber; thus, the obstruction was located at the tubing and the drip chamber. The reported problem was verified. The cause of the reported problem was due excess solvent application during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.